Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that on (B)(6), (B)(6), and (B)(6), he received bg readings of 202 mg/dl, 193 mg/dl, and 153 mg/dl respectively. Due to the above, the user went to his doctor, where his a1c was tested and the user received a normal percentage. Prior to calling dario, the user reported that on (B)(6), he received a fasting bg reading of 271 mg/dl. The user reported that his normal bg reading is 120 mg/dl. The following morning, the user opened a new cartridge of strips, tested his bg level and received a reading of 147 mg/dl, which he states that since he had just eaten cereal for breakfast, this is a normal reading for him.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing his cartridge of strips in the kitchen. Dario's user guide states in the section general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the above was received, the user tested with the new cartridge of strips and received a bg reading of 109 mg/dl, which the user stated was a normal fasting bg reading for him. Since the user's bg reading issue was resolved with new strips, the user's high readings may have been due to the misuse of the strips. There is not enough information regarding the old strips, therefore no resolution is available.